Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic repair of right inguinal hernia, the device¿s head detached from the obturator, immediately after set-up by the scrub nurse, but prior to insertion into the patient, which left the obturator within the device. It was reported that a new device was opened in order to proceed with the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. A visual inspection of the returned photos noted: the first photo depicts the surgeon holding the disengaged obturator top. The second photo depicts the surgeon holding the disengaged top and the trocar. The third photo depicts the surgeon holding the disengaged obturator top and the shaft of the obturator is protruding through the trocar. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.